Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r upn: m365sc11320, model: sc-1132 serial: (B)(6), batch: (B)(6). The complaint of infection was not confirmed through product analysis. The investigation is unable to determine a probable cause for the complaint; therefore, the cause not established.

Event description:
It was reported that patient had fever, nausea, pain, and a burning sensation on their back. It was confirmed that the patient had an infection at the lead site. Patient underwent an explant procedure and was placed on oral and IV antibiotics. Physician stated the patient was unwell the week prior, but it is unknown whether it was device related. Patient is doing well post operatively. Additional information was received that both the leads and ipg were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70cm. A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the even occurred during manufacturing.

Event description:
A report was received that patient had fever, nausea, pain, and a burning sensation on their back. It was confirmed that the patient had an infection at the lead site. Patient underwent an explant procedure, and was placed on oral and IV antibiotics. Patient is doing well post operatively. Physician stated the patient was unwell the week prior, but it is unknown whether it was device related.